Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd cathena¿ safety IV catheter exhibited retraction failure. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: thirty (30) representative samples in sealed package were returned for investigation. All returned samples was tested for safety activation and checked for retraction failure after the activation. No retraction failure was observed after safety activation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: the root cause cannot be determined as no retraction failure was observed after safety activation. The nonconformance cannot be confirmed.

Event description:
It was reported that bd cathena¿ safety IV catheter exhibited retraction failure. No serious injury or medical intervention was reported.